Event description:
It was reported that a skin reaction with an infection occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient experienced pain at the insertion site and asked his wife to call a physician who advised to remove the sensor. Upon sensor removal, they noticed there was a lump with pus at the needle puncture site. The patient and his wife squeezed the pus out of the puncture site and mentioned the skin around the area turned blue and purple. The healthcare provider (hcp) prescribed an oral antibiotic medication (cephalexin 500 mg, four times per day for an unspecified number of days) for the infection. At the time of the report, the pain and infection had subsided, and the wound had already healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), h6: health effect - clinical code - e1803 - nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).